Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test. Unit had broken battery tube threads and a small crack on the reservoir tube lip.

Event description:
The customer reported via phone call that he went to the emergency room and was admitted to the hospital on (B)(6) 2015 due to a high blood glucose level. A 911 call was made prior to hospitalization. His insulin pump was removed when he was hospitalized. The customer noticed the insulin pump was chipped by the battery compartment. Customer's blood glucose level was 853 mg/dl. The customer was vomiting and could not hold down liquids causing his blood glucose level to spike. He had a diabetic ketoacidosis and was admitted to the hospital 7 days. The customer was wearing the insulin pump at the time of the 911 call. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.